Event description:
The robotic scissor sheath fell off of robotic scissor during surgery. Abdomen and drapes were searched, when it was noticed that the scissor sheath was missing. Registered nurse first assistant (rnfa) suggested that it might have come off in abdominal wall when trocar slipped out. An x-ray was taken in an attempt to locate the missing scissor sheath, but without any radiopaque stripe, the x-ray was unsuccessful. Patient was sent to take computed tomography (CT) for imaging to locate the missing scissor sheath. Once its location was obtained in imaging, the patient was taken back to the operating room (or) and a laproscopic procedure was performed to remove the sheath from the pre-periotneal space of the abdomen.